Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead had dislodged. X-ray was performed which confirmed the dislodgement. The lead also exhibited unspecified sensing and threshold issues. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.